Event description:
Patient called to report an adverse event and product problem involving her Insulet Omnipod pump. Patient stated on the evening of (b)(6) 2026 she attempted to reach Insulet¿s 24/7 phone support line, but every time the call was picked up it ended after 2 minutes. Patient stated she attempted to reach Insulet 12 times and every time the call was dropped at 2 minutes. She stated she was not receiving insulin, was hyperglycemic, nauseous, scared, and in need of immediate assistance. Patient said she was not sure what else to do so she contacted Dexcom (she uses their CGM device) and they were able to get her through to Insulet via a ¿back door¿ number. Patient stated after a 2 hour call the Insulet representative was able to assist her with her pump issue. Patient said the reason for the device problem was incorrect settings due to a training failure which caused inaccurate delivery. Patient stated she wasted insulin and time trying to get in contact with Insulet and felt like she needed to go to the hospital. She stated she was told there would be 24/7 support, but that was not the case that evening she was trying to call for assistance. Insulet case number: (b)(4).